Event description:
Being treated by an orthodontist with the clear tray braces called spark advanced. Treatment was done in the office of dr (B)(6). The dental liners rubbed up against my gums during treatment. When I discovered the damaged gums and reported it to the dr., it was too late and enough damage was done that I now need periodontal treatment to repair the damage. I want to report this to avoid any other patients from experiencing the pain, and anxiety from my upcoming surgery I will be having in (B)(6) 2023 to repair the damage. I tried effortlessly to contact the company direct but only received broken promises of someone getting back to me. I have all the trays in my possession as well as photo I took reflecting on a mirror to show where the tooth was resting on the gums in the second set made for me. This is all the information I know and I am getting it off the side of the box. I would consider this a medical device 1 and is not life threatening but I have to pay (B)(6) in dental surgery to repair the damage. Box is labeled: spark ormco corporation (B)(4). Distributed by ormco pty ltd (B)(4). Patient # (B)(6), lot # 8858383 made on 4/10/2022, ref# 728-3008. Bag trays are in is marked (B)(6) 1 of 11 dr (B)(6), ref 728-3008, lot# 8858383. FDA safety report ID # (B)(4).